Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number.

Event description:
Study event. Device malfunction: none. Symptoms/ae: weakness and incoordination of right hand and arm. Time of symptoms/ae: post procedure. It was reported that post procedure of a left internal carotid artery stenting, the patient noted weakness and incoordination of the right hand and arm when trying to write. A brain CT revealed a small subacute cortical stroke present in the left insula in the adjacent parietal lobe. There was no evidence of a intercranial hemorrhage. The patient was discharged one day post-procedure. No additional information available.